Event description:
The customer states the patient was burned by the transcutaneous pads while being paced with the device.

Manufacturer narrative:
(B)(4). A follow up report will be submitted after philips obtains more information concerning this event.